Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered. Customer's age and weight are unknown.

Event description:
The customer reported that the blood glucose readings obtained on the contour next link 2.4 meter were 30 to 100 mg/dl different when compared with the readings obtained on another meter. The specific readings compared were not provided. The differences could fall in zone "c" of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.